Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock for ventricular tachycardia (vt), which put them into ventricular fibrillation (vf). A second shock successfully converted the arrhythmia. Technical services (ts) discussed programming options with the field representative. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock for ventricular tachycardia (vt), which put them into ventricular fibrillation (vf). A second shock successfully converted the arrhythmia. Technical services (ts) discussed programming options with the field representative. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.